Event description:
It was reported that a spectrum iq pump had an failed flow rate test during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During flow rate testing, the device infusion rate was within specifications. The reported condition was not verified. The device was determined to be within specification and no correction required. Should additional relevant information become available, a supplemental report will be submitted.